Event description:
While attempting to prime a new insulin cartridge, pt discovered that the device's piston rod was frozen. No error message were generated by the device. Pt indicated that, earlier in the day, pt noticed that the device adapter was not properly connected, causing insulin leakage. As a result, at the time of the report, pt's blood glucose measured "hi." Pt stated that pt would self-treat high blood glucose by delivering insulin, va injection.